Event description:
It was reported the pt (B)(6) lost stimulation on (B)(6) 2012 and was no longer able to establish communication with the charging system or pt programmer. Additional pt programmers and charging systems were tried to no avail. The ipg was removed and replaced on (B)(6) 2012. Effective coverage was achieved post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.